Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report, and was informed that the reported phenomenon was detected at the beginning of the procedure. The intended procedure was completed using a different olympus gastroscope model gif-xq140, serial number unknown. The patient reportedly exhibited no immediate complication post procedure. The subject device was tested by clinical engineer(s) at the facility, and found an unidentified whitish material on the distal end of the device. The device was reportedly returned to service following the unspecified testing performed at the user facility. After 11 days from the original procedure the patient returned to the user facility's emergency room due to abdominal discomfort. The patient was examined and was provided unspecified medication. The patient is reportedly doing well after the follow-up visit on (B)(6) 2010. There was no additional information provided by the user facility. The subject gastroscope was not returned to olympus for evaluation. The exact cause of the users experience could not be conclusively determined; however inadequate cleaning of gastroscope could not be ruled out as a contributory factor to the reported event. As part of our investigation into this report, an olympus endoscopy support specialist was dispatched to the user facility to assess the facility's reprocessing practices and provide reprocessing training if necessary. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus received a medwatch report, which stated: "the gastroscope wasn't blowing in the gastric case. This delayed surgery ten minutes or more while trying to get the scope working."